Event description:
It was reported that after a da vinci-assisted surgical procedure, the fenestrated bipolar forceps instrument did not work anymore. There was no patient harm reported due to this event. Intuitive surgical, inc. (Isi) followed up with the site to obtain additional information, however, no further details could be provided regarding the reported event.

Manufacturer narrative:
The instrument involved in this complaint has been received and tested by failure analysis. The instrument was found to have a damaged grip cable.